Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain \ pain"), menorrhagia ("menorrhagia") and autoimmune disorder ("autoimmune disorders") in an adult female patient who had essure (batch no. B30428) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, gastric ulcer, gerd, heart disease, unspecified and morbid obesity. Previously administered products included for an unreported indication: depo provera. Concomitant products included buspirone, gabapentin, ketorolac tromethamine (toradol), lamotrigine (lamictal) and lorazepam (ativan). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rashes"), reynold's syndrome ("reynaud¿s syndrome"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), mental disorder ("psychological or psychiatric problems"), weight increased ("weight gain"), vertigo ("vertigo"), weight decreased ("weight loss"), pain in extremity ("right leg pain"), arthralgia ("hip pain") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (to remove the essure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rash, depression, vaginal haemorrhage, reynold's syndrome, fatigue, alopecia, migraine, headache, allergy to metals, mental disorder, anxiety, weight increased, vertigo and weight decreased outcome was unknown and the pain in extremity, arthralgia and dysgeusia had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, depression, dysgeusia, fatigue, headache, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, rash, reynold's syndrome, vaginal haemorrhage, vertigo, weight decreased and weight increased to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and lot number and events ablation; abnormal bleeding (vaginal, menorrhagia); reynaud¿s syndrome; fatigue; hair loss; migraines/headaches; nickel allergy; pain; depression, anxiety; weight gain; vertigo were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain \ pain'), menorrhagia ('menorrhagia') and autoimmune disorder ('autoimmune disorders') in an adult female patient who had essure (batch no. B30428 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, gastric ulcer, gerd, heart disease, unspecified, morbid obesity, pap smear abnormal, acid reflux (oesophageal), anxiety, depression, stomach ulcer and c-section. Previously administered products included for an unreported indication: mirena iud from (B)(6) 2013 to (B)(6) 2013 and depo provera. Past adverse reactions to the above products included contraception with mirena iud. Concurrent conditions included metrorrhagia, back pain, constipation, diarrhea, heartbeats irregular, abdominal pain, tension, depressed mood, bloating, breast pain, tenderness, joint pain, tingling and numbness. Concomitant products included buspirone, diclofenac, gabapentin, ketorolac tromethamine (toradol), lamotrigine (lamictal), lorazepam (ativan) and medroxyprogesterone acetate (depo provera). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rashes"), reynold's syndrome ("reynaud¿s syndrome / autoimmune disorder - type of disorder: reynaud¿s syndrome"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), mental disorder ("psychological or psychiatric problems"), vertigo ("vertigo"), pain in extremity ("right leg pain"), arthralgia ("hip pain"), dysgeusia ("metal taste in mouth"), gait disturbance ("ill be hurting from all the walking"), insomnia ("she can't sleep most of the night and god forbid"), abdominal distension ("tired and in alot of pain, and like a big bloated oompa loopma"), mania ("she deal with her crazy maniac"), abdominal pain lower ("now she dealing with more cramp"), hot flush ("hot flashes"), night sweats ("night sweats"), mood swings ("moodswings"), ill-defined disorder ("it caused her so many illness"), menopause ("it still threw her in menopause.") And contusion ("just a very bad contusion") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and hormone level abnormal ("hormones"). The patient was treated with surgery (ablation and to remove the essure, hysterectomy, salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, autoimmune disorder, rash, depression, vaginal haemorrhage, reynold's syndrome, fatigue, alopecia, migraine, headache, allergy to metals, mental disorder, anxiety, weight increased, vertigo, weight decreased, gait disturbance, insomnia, abdominal distension, mania, abdominal pain lower, hormone level abnormal, hot flush, night sweats, mood swings, ill-defined disorder, menopause and contusion outcome was unknown and the pain in extremity, arthralgia and dysgeusia had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, contusion, depression, dysgeusia, fatigue, gait disturbance, headache, hormone level abnormal, hot flush, ill-defined disorder, insomnia, mania, menopause, menorrhagia, mental disorder, migraine, mood swings, night sweats, pain in extremity, pelvic pain, rash, reynold's syndrome, vaginal haemorrhage, vertigo, weight decreased and weight increased to be related to essure. The reporter commented: she need for additional surgery essure coils were seen bilaterally at each ostium. Right tube 7 coil seen in cavity left tube 5 coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage, pelvic pain, arthralgia, abdominal pain lower, weight decreased, fatigue, headache, vertigo, migraines, abdominal pain, concerning the injuries reported in this case, the following ones were confirm in patient¿s social media; ill be hurting from all the walking, she can't sleep most of the night and god forbid, tired and in alot of pain, and like a big bloated oompa loopma, she deal with her crazy maniac, now she dealing with more cramp, hormones, hot flashes, night sweats, mood swings, it caused her so many illness, it still threw her in menopause, just a very bad contusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received events "ill be hurting from all the walking, she can't sleep most of the night and god forbid, tired and in alot of pain, and like a big bloated oompa loopma, she deal with her crazy maniac, now she dealing with more cramp, hormones, hot flashes, night sweats, mood swings, it caused her so many illness, it still threw her in menopause, just a very bad contusion" were added. On (B)(6) 2019: pfs received concomitant drug was added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain \ pain"), menorrhagia ("menorrhagia") and autoimmune disorder ("autoimmune disorders") in an adult female patient who had essure (batch no. B30428 - inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anemia, gastric ulcer, gerd, heart disease, unspecified and morbid obesity. Previously administered products included for an unreported indication: depo provera. Concomitant products included buspirone, gabapentin, ketorolac tromethamine (toradol), lamotrigine (lamictal) and lorazepam (ativan). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rashes"), reynold's syndrome ("reynaud¿s syndrome"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), mental disorder ("psychological or psychiatric problems"), weight increased ("weight gain"), vertigo ("vertigo"), weight decreased ("weight loss"), pain in extremity ("right leg pain"), arthralgia ("hip pain") and dysgeusia ("metal taste in mouth"). The patient was treated with surgery (to remove the essure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rash, depression, vaginal haemorrhage, reynold's syndrome, fatigue, alopecia, migraine, headache, allergy to metals, mental disorder, anxiety, weight increased, vertigo and weight decreased outcome was unknown and the pain in extremity, arthralgia and dysgeusia had resolved. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, depression, dysgeusia, fatigue, headache, menorrhagia, mental disorder, migraine, pain in extremity, pelvic pain, rash, reynold's syndrome, vaginal haemorrhage, vertigo, weight decreased and weight increased to be related to essure. The reporter commented: she need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain \ pain") and autoimmune disorder ("autoimmune disorders") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rashes") and depression ("depression"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, rash and depression outcome was unknown. The reporter considered autoimmune disorder, depression, pelvic pain and rash to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.